Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported less than two months post implant that the right ventricular (rv) lead exhibited high thresholds and it was suspected that the lead had pulled back. The rv lead was revised and remains in us. No patient complications have been reported as a result of this event.